Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC line reportedly leaking from near end cap on purple port and cap, changed cap and made sure on tightly, but still noted leaking near port. No leaking was noted when port flushed directly with no cap. No other issue noted with PICC. PICC nurse notified and stated she would come assess thursday (B)(6) 2022 and bring a different type of cap. Advised to clamp port and not use purple port until further assessed on thursday. Nurse aware and port is capped/clamped and covered to indicate not to be used at this time." Additional information received 04/26/2022 any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? No, the purple port was clamped and not used. Nursing consulted PICC nurse and was advised to clamp and not use port until she could bring an alternate cap; PICC nurse stated that this has happened before and she tried a different cap and it resolved the issue. We were not aware of any prior issues with the ports. PICC nurse placed a different cap on (B)(6) 2022 and the issue was resolved. What type of catheter securement was utilized? Statlock device.